Event description:
Left-side capsular contracture, baker grade 4.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Manufacturer narrative:
Sientra complaint: (B)(4). Sientra will not be able to perform analysis on this device because the customer had discarded the device. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.